Manufacturer narrative:
One sample was received for quality investigation. The customer complaint of tubing defective / damaged was verified by inspection. The sample received was examined and it was identify that the distal end cap was joined to the female luer adapter without the ability to be removed. Inspection of the union site under magnification indicates evidence of solvent inside of the female luer at the base of the cap tip, therefore causing the cap to be fused to the female luer adapter. A device history record review for model 20027e lot number 20046251 was performed. The search showed that a total of 8,803 units in 1 lot number was built on 21apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this assembly is an error during the manufacturing process that applied excessive solvent causing the end cap to fuse to the female luer adapter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. One sample was received for quality investigation. The customer complaint of tubing defective / damaged was verified by inspection. The sample received was examined and it was identify that the distal end cap (p/n 1008-000-101) was joined to the female luer adapter (p/n 630-01363) without the ability to be removed. Inspection of the union site under magnification indicates evidence of solvent inside of the female luer at the base of the cap tip, therefore causing the cap to be fused to the female luer adapter. The root cause for the failure seen in this assembly is an error during the manufacturing process that applied excessive solvent causing the end cap to fuse to the female luer adapter.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 20027e, batch no: 20046251. Cap is glued/melted? Onto the extension set.